Manufacturer narrative:
(B)(4).

Event description:
The customer reported that during start up, the 840 ventilator stopped cycling. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the breath delivery unit (bdu) printed circuit board (pcb). The unit passed extended self- testing.